Manufacturer narrative:
(H3) the revision reported was likely the result of prosthesis wear of the patella component. The cause of the prosthesis wear cannot be determined because the revised components were not returned for evaluation and no radiographs were provided.

Event description:
It was reported that this 62 y/o male patient's left knee was revised approximately 4 years post op. The revision was due to patella poly wear. Everything was removed and exchanged to a competitors device. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Product not returning -discarded.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 5452995 , 02-010-01-0230 - lgc femoral ps cem left sz 3. (B)(6) , 02-012-38-3011 - lgc tibia ps rbk insrt sz 3 11mm. The serial number (B)(6) is not affected by the recall. 5896386, 02-012-43-3040 - lgc tibia rbktray cem sz 3f/ 4t. 329258, 203-90-01 - 11-2624 powerpro sawblade. 332358, 203-90-22 - (3118) hall pwr pro/vers pwr plus 90x19x1.19mm.